Manufacturer narrative:
The reported complaint was not verifiable. The user facility decided not to send any parts back, hence, no further evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a communication failure "x" was displayed on the suction pump icon. After the unit was rebooted, the issue was resolved. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.